Event description:
Additional information was received from the physician that the patient is very non-compliant. The patient has not reported any adverse events to her so she had no information. The physician has not information to provide on the seizures or arrhythmia.

Event description:
It was initially reported that a patient had a prolonged seizure and was taken to the hospital. The patient felt the seizure coming on and attempted to take depakote and went in to generalize tonic/clonic seizure. It was noted that it may have been a few seizures back to back rather than a single seizure but this has not been confirmed. While that the hospital the patient was experiencing atrial fibrillation with rapid ventricular rate. The EKG report documented atrial flutter with variable av block. He has had sinus tachycardia with his seizure before and has heart palpitations, and there is no history of cardiac pathology as far as they can tell. The following day the patient was back to baseline and ready to go home. There was no relationship to vns provided for the prolonged seizure or arrhythmia. Good faith attempts for additional information have been unsuccessful to date.